Manufacturer narrative:
The reported event of ail issues file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported air in line alarms with no visible air noted on 4 of the devices and tubing replaced during a surgical case. The events are occurring in the or. The facility's anesthesia physician group requesting education for ail alarms. The biomed evaluated the devices and they all tested with out issues.